Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified and heavily tortuous mid left anterior descending artery. The 2.75x8 mm nc trek was advanced without resistance for pre-dilatation and inflated at 16 atmospheres (atm). On the second inflation to 16 atm, the balloon ruptured. The catheter was withdrawn from patient anatomy without resistance and a pinhole rupture was observed in the balloon. A stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: advance, guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.